Event description:
It was reported that: "opened up poly insert, noticed the clue seal was not complete and may have been compromised and questioned sterility. Therefore, to assure sterility opened up another insert. All was fine."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.